Manufacturer narrative:
On 5/8/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: soundstar catheter, model # m-5723-11, s/n: (B)(4); st. Jude mullins sheath, model and lot numbers unknown; st. Jude medical brk transseptal needle, model and lot numbers unknown stereotaxis system. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring an attempted pericardiocentesis and surgical intervention. During stereotactic mapping, the patient reported chest discomfort. Tamponade was confirmed via ultrasound. Pericardiocentesis attempt was unsuccessful. Patient was transferred to the operating room for a surgical intervention. Patient was reported to be in critical condition. Patient required extended hospitalization as a result of the adverse event. Adverse event was assessed as life-threatening. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion, but did note that the catheter and sheath seemed to ¿jump¿ out of the left ventricle in an anterior direction while maneuvering the stereotactic mapping catheter. It was noted that the physician was uncertain as to causality, as no ablation had been performed. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath in use was a st. Jude medical mullins. Generator parameters and settings at the time of injury were not reported, as no ablation was performed. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter was not in use during the procedure. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. There were no errors observed on any bwi equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring an attempted pericardiocentesis and surgical intervention. The returned device was visually inspected upon receipt and it was found in normal conditions. Then, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3 functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. After that, deflection test was performed and the catheter passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.